Manufacturer narrative:
The field service engineer (fse) cleared/deleted the database, and the customer attempted to change the data entry settings. The issue was not resolved.

Event description:
There was an allegation of a software issue with a cobas b 221 <4> system. The customer alleged that the system replaced a previous sample ID with the new sample ID for the same patient. The system replaced only the sample ID field, resulting in both samples showing the same ID. The sample data was not affected. The issue is alleged to occur after processing the 2nd (new) sample. When reviewing the results in the database, the previous and new samples appear with the same ID despite being different sample types with different tube types.